Event description:
Reporter indicated that pt passed away of apparent suicide. It was reported that when the pt's body was found, it appeared that he had been expired for a few days. Treating physician suspects that suicide was the cause of death, based on the pt's hitory, and does not feel that it was vns-related. Clinic notes from office visit approx five months prior to death indicate that the pt had concerns regarding recurrence of suicidal ideation. Autopsy was not performed and the device was buried with the pt. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.